Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a femoral diaphyseal fracture surgery, after the end cap was set and the aiming device was removed, the surgeon decided to insert the compression blade further into the bone. He unlocked the blade with the extraction screw for proximal femoral nail anti-rotation (pfna) blade. Then he hit the blade several times with a hammer and tried to lock the blade again was not successful. He pulled the blade out and checked it on the operating table and found out that he could not lock the blade with the extraction screw for pfna blade or the impactor for pfna blade. So he had to use another blade of different size. There was 15 minute surgical delay due to the reported event. No adverse consequences to the patient were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional device product code¿hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that:we have received this blade for investigation; here the feedback: the received condition of this blade is completely disassembled. The provided functional test showed that the blade could not be reassembled again. The function is not any more given. On every piece of this blade we can see marks of use. It is likely that too much applied force to this blade caused the complained problem with not locking. No manufacturing related failure could be found. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.